Event description:
It was reported that the pt suffered from a very severe case of otitis media for about six months. It was not possible to cure the infection, so the medical team decided to remove the implant. During the surgical procedure, the pt was implanted in the contra-lateral ear.